Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the pump screen. The customer's blood glucose levels were within the normal range, as they did not exceed 500 mg/dl or fall below 54 mg/dl. Technical support advised on proper button pressing technique and assisted in removing the pump's case, but the issue persisted. As a resolution, the pump was set to be replaced, and the customer planned to use multiple daily injections as backup therapy.